Manufacturer narrative:
The patient experienced multiple false negative results testing with the innova antigen tests and received a positive covid test when tested with the government test. User handling may have contributed to the event. Possible contributing factors of a false negative result are: unpacked test strips have been left too long, resulting in moisture sample was spiked too quickly with too much sample; the sample was not diluted at the right multiple or the sample was drunk before the test the amount of antigen in a sample may decrease as the duration of illness increases. Specimens collected after day 5 of illness are more likely to be negative compared to a rt-pcr assay a false negative test result may occur if the level of viral antigen in a sample is below the detection limit of the test or if the sample was collected improperly. The production records, product inspection records and material inspection records were checked confirming batch records are qualified. It is recommended that the testing kit must be operated according to the specimen collection and assay methods in the body of the instructions for use and additionally, the kit should be used immediately after opening. This is an occasional small probability situation and may be a non-quality problem. The reported event could not be confirmed.

Event description:
It was reported by the patient false negative result was received with the innova antigen test. Further information noted the patient symptoms started and test showed negative. Another test was taken with negative results. However the government result came back with positive results. Symptoms were initially noticed on or about (B)(6) 2020 and it was thought to be a cold. The patient was given a box of innova sars-cov-2 tests kits due to be a nurse on the covid positive ward. The patient was taking test regularly before symptoms appeared and all displayed a negative result. The symptoms began to get worse and the patient lost sense of smell and taste. However the innova test still displayed a negative result. The patient returned to work given the negative test result and believed others (patients and colleagues) could not be infected further. The patient informed the colleagues of the symptoms and indicated feeling "rotten" and was therefore booked online for a "government" full test and was sent home. Once again the patient repeated the innova antigen test and it was negative. The next day on (B)(6) 2020 the "government" test result came back as positive and was directed to isolate for 10 days. Out of curiosity, the patient took another antigen test form the kit and it displayed a negative result.